Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that the patient had the trial implanted yesterday (B)(6) 2024) (and will go through (B)(6) 2024 and this morning when they went to use the handset, they heard a beep and when they turned the handset on, they saw a message that said "system error. Therapy may have stopped. Contact your clinician. End session." The caller stated they'd tried to connect to the patient's settings a couple of times already this morning and that they thought maybe once the patient had gotten up, the message would change but it hadn't. Patient services reviewed the meaning of the message with the caller and walked the caller through attempting to connect and they received the same message. Patient services had the caller restart the handset however the message still appeared. The caller stated the patient was told not to make any changes to the settings this week during the trial but that they were told to take the handset with them if they left the house. Patient services reviewed external device function with the caller. Caller also stated that they'd noticed when the handset would get too far away from the patient, it would beep to make sure they made a connection. Patient services reviewed that beeping would not be expected for the handset and the caller did not further mention the beeping. Caller did say "so something must be wrong with the ens because of this message? Could it be a disconnected wire?" The caller and patient were redirected to the patient's healthcare provider to further address the issue. Caller stated they would call the hcp upon hanging up with patient services.